Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen had scratched and difficult to read. Battery cap area was stripped. Insulin pump was lost time settings. Rewind process was longer, louder and had grinding noise. Customer stated that the insulin pump had random no delivery alarms and faster drip on priming. No harm requiring medical intervention was reported. The device will not be returned for analysis.